Event description:
The following information was received via literature review: this study aimed to propose a novel computational approach for assessing physiological significance of coronary lesions from optical coherence tomography and to evaluate its diagnostic performance. The c7-xr/ilumien opits was used with the dragonfly catheter. Procedural complications referenced in this article potentially related to the system and catheter included catheter twist and bends within the vascular vessel., poor imaging, spasms, and injury during imaging with no reported treatment. The study concluded that accuffroct showed a strong correlation and good agreement with ffr, highlighting its potential as an efficient, accurate, and user-friendly tool in the catheterization laboratory. Details are listed in the attached article, titled "diagnostic accuracy of a novel optical coherence tomography-based fractional flow reserve algorithm for assessment of coronary stenosis significance".

Manufacturer narrative:
Attachment article titled: "diagnostic accuracy of a novel optical coherence tomography-based fractional flow reserve algorithm for assessment of coronary stenosis significance". . The device was not returned for evaluation. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The reported patient effects of coronary artery spasm and arterial injury are listed in the optis instructions for use as a known potential patient effect associated with the use of the device. The reported activation failure, poor imaging, and deformation due to compressive stress (kink/bend) are consistent with operational context. It is likely that the poor imaging results and activation issues were caused by damage to the optical fiber of the catheter. In this case, it is likely that either patient anatomical conditions or the use / handling techniques employed caused the reported damage (twists/bends) to the catheter. The reported damage (bends/twists) are not able to be directly attributed as the cause for the arterial damage and arterial spasming. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.